Event description:
Account reports pt received overinfusion of duramorph via epidural therapy in a six hour time period, when the medication should have been delivered in a twelve hour time period. The rptr stated the pt "felt dizzy and light headed, but vital signs did not change." Per rptr, there was no medical intervention administered and the pt was later released with no sequelae.